Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es was advanced for dilatation. However, during the initial inflation at below the nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.